Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective, and the trigger resistance was too high on the small battery drive device. It was further determined that the device had failed check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu (electronic control unit) function, check compatibility between colibri/small battery drive and colibri ii/small battery drive ii, check the function with electric pen drive-console and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.